Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported post a coronary artery stenting treatment procedure re-intervention occurred. The target lesion was located in the circumflex artery (cx). The vessel diameter was 3mm and lesion length was 16mm. Pre-procedure stenosis was 96% stenosis and post-procedure was 0% stenosis. A 3.0x16mm liberte stent was implanted. The procedure was a technical success. The same day the patient had a re-ptca in the target lesion. The patient had ECG changes and 10% stenosis. The patient was discharged 9 days later with unstable angina, braunwald classification I b. Discharge medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.